Event description:
Customer reportedly obtained results of 224 mg/dl, 74 mg/dl, and 383 mg/dl on the compact plus system within 10 minutes. Customer ate food and drank juice in response to results and symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.